Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was a gradual increase in defibrillation impedance on the right ventricular lead, potentially due to patient physiology. No intervention has been performed and the patient was stable.